Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: information from the reported date is overwritten in the black box due the continuous use, no activity outside of normal use is observed. The total daily dose observed to add up correctly and reflects user's programmed basal targets. The pump powers up with a dim and faded display and a test display screen was used during investigation and it was fully illuminated. The force sensor calibration reading is within the required specifications. The pump passes a 24 hour run test and a 29 hour flow accuracy test. No alarms occurred during testing, the pump was found to be able to deliver within requirement.

Event description:
The pt reported admission to the emergency room for hyperglycemia (330 mg/dl with moderate urinary ketones). He recalled the following sequence of events. His blood glucose was 153 mg/dl at 12 pm on (B)(6) 2010. After delivering his lunch bolus, his blood glucose levels elevated to 440 mg/dl. He corrected via the pump; his blood glucose was 183 mg/dl at bedtime. On (B)(6) 2010 at 6 am his blood glucose was 343 mg/dl. Upon admission to the ER, the pt was treated with intravenous fluids and insulin and later discharged on manual insulin delivery; there was no diagnosis of dka. He reviewed the pump and discovered all programmed settings and delivery histories were correct. It was noted that he was on 31 units of long-acting insulin prior to pump therapy and delivered about 20-21 units/day of basal insulin via the pump which may have contributed to the blood glucose excursions. In addition. There was indication that a bad infusion site and being exposed to family illnesses added to the hyperglycemia. It was noted that the pt stated on the pump on (B)(6) 2010 and returned to pump therapy about one week after the hospitalization. There have been no further reports of blood glucose excursions.

Manufacturer narrative:
Several instances of errors in pump use (inadequate basal amounts, bad infusion site) and pt characteristics (pending illness) were reported. There were no implications of pump malfunction. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.